Event description:
It was reported that the pt experienced sudden severe hypotension during use of the arrowgard catheter. Subsequent sensitivity testing confirmed that the pt is allergic to chlorhexidine. Another MFR's urinary catheter with chlorhexidine gel was being inserted at the same time at the arrowgard catheter. The pt made a full recovery.